Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of a ojr418hm optiflow junior 2 home nasal cannula was detached from the connector end (swivel grip). The healthcare facility further reported that a second device had torn. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details of were not received from customer. Section h4: device manufacturer date details were not received from customer. Method: the two subject devices, ojr418hm optiflow junior 2 home nasal cannula were returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the evaluation of the returned devices, information provided by the healthcare facility and our knowledge of the product. Results: evaluation of the returned devices revealed that, for one device, the tubing was detached from the cannula end. Evaluation of the second device confirmed that the tubing was detached from the connector end (swivel grip). Conclusion: we are unable to determine the cause of the reported event. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch is quarantined for further investigation. The user instructions which accompany the ojr418hm optiflow junior 2 home nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration date details of were not received from customer. Section h4: device manufacturer date details were not received from customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of two ojr418hm optiflow junior 2 home nasal cannula was detached from the connector end (swivel grip). There was no reported patient consequence.